Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon the evaluation of user facility information and the actual device not being returned; 213 is based upon the evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and the actual device not being returned; 67 is based upon evaluation of the returned unused sample. One (1) 8fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned device was unused and unopened. The device was visually inspected, and no issues were identified. Functional testing was performed by fulling connecting and rear locking the carrier tube and hemostasis sheath. No damage or issues were identified. One unused device was returned; however, no damage or issues were identified with the unused device. A used device was not returned for investigation. The complaint was unable to be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to general data protection regulation (gdpr). A2: age & date of birth: requested, not provided due to general data protection regulation (gdpr). A3a: sex: requested, not provided due to general data protection regulation (gdpr). A4: weight: requested, not provided due to general data protection regulation (gdpr). A5: ethnicity: requested, not provided due to general data protection regulation (gdpr). A6: race: requested, not provided due to general data protection regulation (gdpr). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: assistant head nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: a patient had a thrombectomy procedure. The puncture was at the common femoral artery using an 8fr introducer sheath. The 8fr angio-seal introducer, dilator and wire was inside the patient and they started to set the anchor. The physician removed the dilator and the wire and started to install carrier tube inside the insertion sheath, however, the carrier tube did not slide after the bypass tube was inside the angio-seal insertion sheath. It felt like the carrier tube got stuck inside the insertion tube so not possible to seal the puncture. They needed to do manual compression. There was no patient injury. Additional information was received on 29ept2025: there was no blood loss.